Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805. Test strip UDI: (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 11/30/2017 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: the 96mg/dl (B)(6) 2015 10:38:00 am fasting:yes, the 103mg/dl (B)(6) 2015 03:22:00 am fasting:yes, the 108mg/dl (B)(6) 2015 01:22:00 am fasting:yes, the 83mg/dl (B)(6) 2015 07:33:00 am fasting:yes, the 92mg/dl (B)(6) 2015 07:08:00 am fasting:yes. Customer test strips match the code chip.